Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife called in regards to customer having low blood glucose levels. Customer was hospitalized for having low blood glucose levels around 40 to 50 mg/dl along with ecoli. Customer's wife believes the low blood glucose levels were the result of having ecoli and not knowing they had it. Customer was discharged from the hospital on (B)(6).